Event description:
It was reported that the tip of the device was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was into the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but it was initially too proximal. The physician did a partial recapture to adjust the position, but it was still not acceptable. During the second partial recapture the physician felt some resistance and removed the device for inspection. Once the wds was removed from the patient it was noted that the tip of the device was damaged. The procedure was continued and a new 31mm wds was then used to successfully complete the procedure. The closure device was implanted in the laa of the patient. There were no complications that were reported to have occurred.

Manufacturer narrative:
Device analysis: the returned product consisted of a 31mm watchman (flx) delivery system with the implant in the sheath, and blood in the device. The hub, sheath, core wire, tip and implant were microscopically and visually inspected. There were numerous kinks in the sheath. There was tip damage as 2 of the tri-cuts were folded inward of the sheath, the tri-cuts were flared, and there were abrasions on the inside of the sheath tip. The implant was deployed as part of analysis with no resistance or issues, and the 2 tri-cuts returned to their intended location outside the sheath. Microscopic inspection of the implant found an implant anchor was entangled on a strut. There was no other damage or defect observed. Product analysis confirmed the reported event as the tip of the sheath was damaged.

Event description:
It was reported that the tip of the device was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was into the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but it was initially too proximal. The physician did a partial recapture to adjust the position, but it was still not acceptable. During the second partial recapture the physician felt some resistance and removed the device for inspection. Once the wds was removed from the patient it was noted that the tip of the device was damaged. The procedure was continued and a new 31mm wds was then used to successfully complete the procedure. The closure device was implanted in the laa of the patient. There were no complications that were reported to have occurred.